Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the reported issue occurred during planned treatment/non-emergency treatment and the procedure was completed as planned. A philips field service engineer (fse) visited onsite and and inspected the system. Fse restarted the system multiple times and was not able to replicate the reported issue. The system was returned in good working condition with no restrictions. A review of the service history for this device shows the problem has not been reported again for this device. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.